Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the admitted patient did not appear at the medstation. A technical support specialist (tss) dialed into the server and managed to locate the patient using the screenshot provided by the customer. However, verification was needed from the customer to ensure it was the correct patient, as the tss was unable to dial into the station. The customer confirmed that the issue was resolved on their end by discharging and then un-discharging the patient. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, admitted patient was not showed at meditations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h device eval by manufacturer and imdrf annex b

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, admitted patient was not showed at meditations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.